Manufacturer narrative:
(B)(4). The results of the investigation are pending at the time of this report.

Event description:
The customer reports that the doctor tried to place a subclavian cvc and the guide wire sheered when being removed from the patient. No patient injury or consequence.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information.

Event description:
The customer reports that the doctor tried to place a subclavian cvc and the guide wire sheered when being removed from the patient. No patient injury or consequence.